Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the venting connector loosened during user handling and water invaded scope connector. It damaged electronic components and error message was temporarily displayed at the user facility. The event can be detected by following the instructions for use (IFU) section: - inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and an evaluation at the repair center could not confirm the customer allegation of b30 scope communication error. However, noise in the image was noted and subject could not be recognized. The defect was caused by a humidity invasion of endoscope through the turned air valve unit. There were few additional findings during device evaluation. The connecting tube had a dent. The up/down plate was peeled and key top of the switch button 1 collapsed. The universal cord was buckled. The connector was corroded. The angle knob exhibited free play and the angulation was less or specified value. Three good faith efforts were made to obtain additional information regarding the event from the customer; however, no response received. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope exhibited b30 scope communication error. It was unknown when the event occurred. There were no reports of patient harm associated with the event.